Manufacturer narrative:
UDI related data quality updates only: in the initial medwatch, the primary unique device identification (UDI) number only listed the di number as the lot number is unknown; therefore, there is no pi number to report.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on december 06, 2023. The affected samples were not returned nor were photos provided; therefore, a thorough investigation could not be performed. Without the returned samples, a definitive root cause could not be determined. All capiox units are 100% visually inspected during and after packaging. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. Component code: 4739 - gas exchanger. Health effect - impact code: 2645 - no patient involvement. Health effect - clinical code: 4582 - no clinical signs, symptoms or conditions. Medical device problem code: 1570 - shipping damage or problem. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during out of box, the oxygenators came in was not a terumo box. As per the subsidiary, the oxygenators were unpacked out of the box and placed in storage, the facility called hvac repair company because they smelled smoke, the technician inspected and found the smell was coming from the oxygenators, all of the packaging smelled like smoke. *no patient involvement.